Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause. User applied blood to strip before inserting strip into meter test strip UDI# (B)(4). Note: after several attempts manufacturer contacted customer on 4/14/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported at the time of the call.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. Daughter is calling on behalf of the customer. The e-3 error occurred as soon as the test strip was inserted in the meter. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer was experiencing shakiness. Per daughter, customer did not require medical attention at time of call. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of 66 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/25/2018 and open vial date at time of call is two weeks. The meter memory was not reviewed for previous test result history.